Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. This occurred during patient use. It was stated that the twist clamp cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing with no issues noted. Torque testing was performed on sleeve engagement with no issues. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.